Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument tip looked strange, no complaints were made in regard to functionality. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this item was initially tagged in the room and the surgeon stated that the tip looked off, though no comments were made about functionality. Following reporter's inspection no visible damage was seen. With no functional complaint and no visual damage, reporter returned the item to service. This arm was then tagged for replacement again by the same surgeon but on a different case leading me to believe there is something wrong. No broken cables, no missing pins, no jaw dislodgement were seen. No missing or detached from the portion of the instrument that enters the patient¿s body. No injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a bent grip tip causing them to be misaligned. The offset at the tips was 0.47mm. The grips were not found to be cracked. Components adjacent the bent grip did not show damage. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator did appear to be bent. Components adjacent to the dislodged molded insulator did not show damage. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.